Manufacturer narrative:
The reported complaint of false af episodes was confirmed. Based on the information provided, these false af episodes were triggered due to egm signal characteristics and limitations in the existing algorithm in icm device firmware. No device malfunction was found.

Manufacturer narrative:
Correction-section d8: no information that suggest this was serviced by a third party, thus "no" was selected for this section.

Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation of the patient¿s insertable cardiac monitor (icm) exhibited a diagnostic anomaly and an under-sensing. Programming changes were discussed but not made. No intervention was performed. The patient was in stable condition.